Event description:
The following information was reported to gore through the pivotal study for the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device): on an unknown date, the patient was implanted with several gore® excluder® after market devices, as well as the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device). It was reported that on (B)(6) 2022, the patient presented with femoral compartment syndrome (unknown if it was on the left or right side). The physician reintervened and performed a fasciotomy. The patient tolerated the reintervention procedure.

Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch, and is hereby retracted.